Event description:
Patient suffering from lung cancer and chronic obstructive pulmonary disease. Patient was examined with flexible bronchoscopy which showed complete obstruction of the left mainstem bronchus and partial obstruction of the right mainstem bronchus. The right mainstem bronchus and bronchus intermedius were obstructed to 50% of original diameter by a tumor emanating from the right upper lobe. The flexible bronchoscope could be passed through the right mainstem stricture and the right middle and lower lobes could be examined. Both the right middle and lower lobes were patent. An interbronchial tumor was completely obstructing the left mainstem bronchus. It was decided that a 12x40 mm self-expanding covered metal stent (alveolus tb-sts) should be placed in the right mainstem bronchus. The stent delivery device was placed in the right mainstem bronchus using a guide wire. The stent was visualized using the radiopaque markers on the delivery device under fluoroscopy; and the proximal end of the stent was identified bronchoscopically by the "white plug located on the delivery device. The "white plug" is described in the directions for use as a landmark at the proximal end of the stent. The second operator (pulmonary fellow) indicated that he thought that the stent was too distal on fluoroscopy. However, this was not confirmed by the first operator that had visual conformation of the "whit plug" "carinal" bifurcation. When appropriate position was attained the stent was deployed by pulling the outer stent sheath while keeping the inner tube of the delivery device stationary. During deployment the "white plug" was kept in the field of vision at all times as reported by operator one. After the stent was deployed it was recognized that the stent was deployed too far distally in the right mainstem bronchus and the distal end of the stent was located at the end of bronchus intermedius. The most distal end of the stent could not fully open due to the size of the distal portion of bronchus intermedius. The only functional airway was now occluded and the patient became hypoxic. Attempts were made to remove the stent from the right mainstem bronchus. During the removal attempts the patient suffered hypoxic cardiac arrest and ultimately expired.